Event description:
During the implantation procedure, it was reported that there were high threshold readings. This lead was not implanted; a new isoline was implanted.

Event description:
During the implanation procedure, it was reported that there were high threshold readings. This lead was not implanted; a new isoline was implanted.

Manufacturer narrative:
(B)(4) 2012: a response from the manufacturer is pending. (B)(4) 2012: since the lead was not returned, the manufacturing records were reviewed. The manufacturing records did not reveal any abnormality. (B)(4).

Manufacturer narrative:
(B)(4), 2012.a response from the manufacturer is pending. Lead was not returned.